Event description:
The account alleged the bed exit alarm is not setting. No injury reported.

Manufacturer narrative:
The tech found that a pt was not on the bed when it was zeroed, user. Error. The bed was zeroed while the pt was out of the bed by the tech to resolve the issue.